Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es. Inflation: boston scientific. Guide cath: ebu. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the heavily calcified proximal left anterior descending artery, a 3.0 x 12 xience v stent was deployed and a dissection occurred. Another 3.0 x 12 xience v stent was deployed for treatment of the dissection. There was no adverse patient sequela. No additional information was provided.